Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had 3 damaged traches that were noted to be breaking around the larynx. There was no patient outcome.